Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. Complaint conclusion: as reported in mynx control vascular closure devices (vcd) double-blind survey, there was a failure to achieve hemostasis with the use of the mynx control vcd on respondent #28 and therefore the user needed to convert to manual pressure. There were no reports of patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inability to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall.based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported in mynx control vascular closure devices (vcd) double-blind survey, there was a failure to achieve hemostasis with the use of the mynx control vcd on respondent #28 and therefore the user needed to convert to manual pressure. There were no reports of patient injury. The device will not be returned for evaluation.